Event description:
It was reported that during an unk procedure, the device became nonfunctional. No further details were provided. The case was completed by using another like device. No pt consequence was reported.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Due to this condition, activation issues may occur. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.